Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was implanted into the patient during a laparoscopic sacral colpopexy, tension-free vaginal tape, cystoscopy with insertion of vaginal support device procedure performed on (B)(6) 2017, for the treatment of vaginal prolapse, urodynamic stress incontinence. Following the procedure, the patient developed post-operative complications. The following are the patient's symptoms: vaginal pain; groin pain; perineum pain; thigh pain; painful intercourse; inability to have intercourse. Furthermore, non-surgical treatments were provided to the patient in order to address the aforementioned complications: on (B)(6) 1999, the patient began taking the following medication (please specify): hrt-climara 25mg for menopausal symptoms. Treatment duration: 22 years. On (B)(6) 2016, the patient began physiotherapy treatment for: pelvic floor (including pelvic floor exercises or training). The treatment lasted two visits before being continued at home.

Manufacturer narrative:
Block a1: (B)(6). Correction: block h6 evaluation conclusion codes, component codes, evaluation method codes and evaluation result codes has been corrected. Block b3 date of event: date of event was approximated to march 8, 2017, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr (B)(6),. (B)(6) hospital, (B)(6). Block h6: patient code e1405, e2330 captures the reportable event of dyspareunia and pain. Impact code f12 has been used in the light of this patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; groin pain; perin pain; thi pain; pain inter; inab inter. Nonsurgical treatments: on (B)(6) 1999 the patient commenced other medication (please specify): hrt - climara 25mg for the treatment of: menopausal symptoms. Treatment duration: 22 years. On (B)(6) 2016 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor. Treatment duration: 2 attendances and then continued at home.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.